Event description:
It was reported that air was leaking into the catheter.

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. When the investigation is complete a final report will be submitted.